Event description:
Customer reported, she has been experiencing high and low blood glucose levels. Customer stated it was because his doctor had changed the settings in the insulin pump. Customer's blood glucose was 329 mg/dl. Customer stated, he was experiencing lows for two weeks. The drive support cap was normal. The device was not exposed to an MRI and all settings are correct. The device passed the displacement test. High pressure test was performed as well for high blood glucose and it failed twice. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.